Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while in use in the ICU, the cardiosave intra-aortic balloon pump (iabp) unit suddenly shut down. The power was turned back on and it was still in use. Customer requested to switch to another iabp device. There were no health problems for patients.

Event description:
N/a

Manufacturer narrative:
Updated fields:b4;d8; d9; g1; g3; g6; h2; h3;h6 type of investigation, investigation findings, investigation conclusion; h11. A getinge field service engineer (fse) visited the hospital and confirmed that error numbers #111 and #112 had occurred in the fault log. An internal investigation was conducted, but the problem was not repeated. A report was made to the hospital me, and the device was returned to the hospital.